Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided of the patient's anatomy. Tortuosity was present on the right side of the patient's access vessel. The IFU, device preparation manual, and procedural training manual were reviewed. During thv retrieval through the sheath, the thv can be retrieved through sheath only before thv deployment. Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The withdrawal difficulty was unable to be confirmed due to the unavailability of the complaint device or applicable device/procedural imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR, and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'the team ended up implanting the valve in the descending aorta rather than attempting to remove it through a badly damaged sheath.' In this case, there was a deep diving external iliac artery on the right, with a borderline kink. This has resulted in difficulty during the advancement of delivery system through the sheath. As they continued to advance the delivery system, the sheath was damaged (liner tear and puncture) exposing the crimped valve through the middle section of the sheath. Attempts were made to retrieve the valve back into the sheath but was unsuccessful. Based on the given information, it is likely that a combination of patient and procedural factors contributed to the reported event. Access vessel tortuosity can cause a non-coaxial retrieval of the delivery system. In addition, with the condition of sheath damage, it further increase the likelihood for the valve getting caught on the sheath during removal, leading to withdrawal difficulty. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal, damaged sheath) may have contributed to the complaint event.

Event description:
As reported, during a tf tavr case, the team was unable to deliver the first 29mm sapien 3 valve through the first 16f esheath. The team ended up implanting that valve in the descending aorta rather than attempting to remove it through a badly damaged sheath. The team switched access site to the left femoral artery and were successful in implanting a second 29mm sapien 3 valve in the correct aortic position through a second 16f esheath. The right side required a cut-down repair of the femoral artery, but otherwise the patient is stable and recovering. Of note, the physician experienced more than usual resistance while attempting to push the commander with valve through the sheath. It was revealed on fluoroscopy that the crimped valve had started to avulse the esheath. After an aortic occlusion balloon was placed from the contralateral groin, and another physician performed a cut-down on the right femoral artery, unsuccessful attempts were made to retrieve the valve back into the sheath. The decision was made to try and advance the valve forward into the esheath with the occlusion balloon on standby, but this was not successful initially; however, after the amplatz extra-stiff wire was exchanged for a lunderquist, the system advanced back into the sheath and eventually into the aorta. At this point, as lv access had been given up with the wire exchange, the decision was made to implant the first valve in the descending aorta rather that pull the valve, delivery system, sheath combination out as a unit as there was concern of causing damage to the ilio-femoral system. After the second valve was successfully implanted, the team turned their attention to removing the first delivery system and sheath from the right groin, anticipating some damage to the common femoral which in fact did occur. The cfa was repaired through the cut-down exposure they had performed earlier in the procedure. An aortogram/runoff was performed using digital subtraction revealing no damage to the vasculature. Additional information was received, advancement was difficult from the start and it did not get easier even entering into the expandable section. There was a deep diving external iliac artery on the right, with a borderline kink. This is where the sheath avulsed. The damage occurred in the middle section of the sheath. The liner was torn and there was a puncture in the sheath shaft. There was no damage to the first valve or first delivery system.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is ongoing.